Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was having high blood glucose. Customer had changed the set 3 to 5 times. Customer's blood glucose was over 400 mg/dl. Customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.